Manufacturer narrative:
This follow-up is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient did well during the first year post-operatively; subsequently, the patient developed recurrent pain, discomfort, and swelling in the knee. Effusion noted. Radiographs indicate that the tibial component has shifted within the cement mantle, and has collapsed on the medial side. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface size ef 14 mm height, item# 00596403214, lot# 62780711. Femoral component option size f right, item# 00596401652, lot# 62816056. Palacos r (1x40), item# 66017772, lot# 78970088 . Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years and four and a half months¿ post implantation due to loosening. With respect to the state of the removed tibial component he is alleging that its pmma coating along with the bone cement was completely debonded, leaving a bare metal surface. There is no additional information available at this time.